Manufacturer narrative:
Device evaluation summary: the medtronic service engineer (se) inspected the ventilator. The se retrieved the ventilator logs and tried testing the ventilator on a test lung. Within minutes the ventilator shut down. The se opened the ventilator and found that the pump was damaged. Once the pump was replaced, the ventilator passed all testing per manufacturer specification and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, an ht70 ventilator "generated a system failure" and stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.